Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that sensing had decreased and there was no capture at max output. During a reposition attempt, the lead was found to be dislodged and twisted due to twiddler's syndrome. The lead was explanted and replaced.